Event description:
Increased cell counts/ flare ups [unevaluable event]. Case description: spontaneous report was received on (B)(6) 2012 from a health care professional via sales representative regarding a patient, initials: unknown (demographics not specified). The patient's medical history was not provided. On an unspecified date in 2010, the patient initiated treatment with synvisc one (hylan g f 20) injection, route and dosage regimen not provided. The lot number for synvisc one was not provided. On an unspecified date, the patient had "flare ups" described as "increased cell counts" that required the patient to go operation room (or) for wash outs. The action taken with synvisc one treatment was not provided. The outcome for the event of increased cell counts (unspecified) was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting health care professional did not provide the causal relationship between synvisc one and the event.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship..